Manufacturer narrative:
The user facility's biomedical engineer (biomed) checked and found the pc assembly power interface monitor was defective.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia monitor did not switch on. The device was not changed out, as the customer was using the pressure and temperature readings from the anaesthetic monitor. The cardioplegia dose and time, they are calculating manually. The surgical procedure ws completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.